Manufacturer narrative:
(B)(4). Product evaluation: analysis results not available; device evaluation expected but not yet begun.

Event description:
It was reported that the ¿drill is overheating, leaving black marks on burs.¿ additional information received states that ¿the handpiece was unusually warm. Not too hot that you couldn¿t hold on to it but a lot warmer than normal. The coolant tubing and connectivity of the tubing and cord were checked but no issues with them. The surgeon decided to continue to use it anyway. The handpiece got warm almost immediately¿ less than one minute. No injury or harm to the patient or the surgeon.¿

Manufacturer narrative:
Date of this report: 02/12/2016. Date received by manufacturer: 03/21/2016. Product evaluation: service and repair performed pre-repair temperature testing. The ambient room temperature was 73.8 f. After 1 minute of running the device, the temperatures were: nose-109 f, middle-128 f, rear-82.9 f. The nose bearings were also found to be corroded. Replaced motor/cable subassembly, bearings, o'rings and nose bearings. The item was repaired, cleaned, tested and passed all manufacturing specifications. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.